Event description:
It was reported that a malfunction alarm occurred. The customer reverted declined to share an alternate method of insulin therapy. There was no reported impact to the customer¿s blood glucose level.